Event description:
Customer reports that they have 5 sites that use the pacs-iw and 4 of the sites use a pre-fix to their medical record numbers (mrn's). When a technician manually enters a mrn for the 4 sites using the pre-fixed number, the technician can incorrectly enter in the un-prefixed number. This incorrect number can then potentially overwrite the existing number in the 5th, non-prefix using site. There was reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. Ge reference #: (B)(4).